Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported the pin at the end of the screwdriver is broken off.

Manufacturer narrative:
Device used for treatment and not diagnosis. The performed investigation has shown that the tip at the end of the allen wrench has broken off. The allen wrench also shows signs of wear. Unfortunately we can not understand the exact reason for this overload afterwards. The fracture surface is homogeneous what indicates a proper material quality. A new solution to the complained allen wrench would be the newly developed holding sleeve for pedicle screws part no 314.069. No product fault could be detected. Placeholder.